Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval. A review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within spec, maintained and distributed in accordance with all federal, state and operating procedures. Upon eval the screw was measured, it was found to be within drawing spec. The material spec of the screw was checked, and verified correct. The screw may have failed due to a non-union, or other factors which may have contributed to this issue such as excessive force/trauma or inappropriate activity. The exact cause of the failure cannot be determined.

Event description:
It was reported to globus that a pt had a revision surgery due to the breakage of ellipse screws. The revision surgery took place (B)(6) 2015.